Event description:
The intl customer reported the ventilator would not operate on ac power. The ventilator was not in use on a pt, and therefore there was no pt involvement or harm. The resironics svc tech confirmed the unit would not power on. The svc tech replaced the power supply to correct the problem. Final testing was completed and the unit passed per operating specs. Factory failure analysis was unable to duplicate the reported no power condition, however visual inspection and testing during failure analysis did reveal signs of damage to the snubber pcb on the power supply as a result of arcing. Damage to the snubber pcb may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.

Manufacturer narrative:
Na